Event description:
The customer alleges her meter was reading higher than expected blood glucose results and she visited her doctor because of these higher results. She alleges back to back results of 119 mg/dl on the doctor's meter and 300 mg/dl on her meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.